Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: IV fluid leaking from filter area of tubing. Complaint noticed: prior to use problem frequency: 1st time patient injury: no qty affected: 1 ea.